Manufacturer narrative:
(B)(4). Exact date of event is unknown. Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: in the event description it states: ¿the shear tip broke off of the device¿ is this in reference to the active titanium blade tip being broken off? If this in reference to the white tissue pad being broken off? If yes for the white tissue pad being broken off, is the white tissue pad completely missing from the clamp arm of the device? Did the patient experience any adverse consequences due to this issue? [Edward hospital (B)(4).pdf]

Event description:
See attached user facility medwatch.